Event description:
It was reported that the pt underwent a sling procedure in 2003. During a follow-up visit, the physician noted vaginal extrusion of the mesh. The pt has no pain or discomfort. A take down procedure was completed in 3/2004 and the pt responded.